Manufacturer narrative:
Additional information: the total length of the stent deployed in the vessel was 150mm. The delivery system was safely removed from the patient. There was no vessel damage noted. No additional treatment required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the device was returned with the red safety tab removed. Device was returned with a guidewire locked in and was confirmed as 0.014¿. The device was returned with the handle partially open. During functional testing the handle was opened, and a kink was found on the guidewire lumen and pullwire was detached. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an everflex entrust self-expanding stent during treatment of a lesion in the patient¿s mid superficial femoral artery (sfa), slight vessel tortuosity and moderate calcification are reported. There was no damage noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. The thumbscrew/lock pin was checked for securement prior to procedure. The device was not passed through a previously deployed stent. No resistance was noted during advancement. It is reported that deployment issues were noted. The lock-pin was removed right before deployment attempt. The stent was secured in the desired location and stent flowered. The physician then had difficulty delivery the rest of the stent. It is reported the deployment sheath seemed to pull back the stent along with it instead of allowing it to release. This elongated the stent. The stent was eventually released from the deployment system but was stretched out. The procedure was completed by balloon angioplasty. No patient injury reported.